Event description:
Pt underwent an elective arthroplasty total knee on (B)(6) 2018. On (B)(6) 2018, the pt had evidence of a surgical site infection involving the joint. The joint fluid and tissue were cultured and grew mycobacterium fortuitum. The implants used were manufactured by stryker medical. We do not know if the stryker medical knee hardware is the source for this infection, but since this is an extremely rare event and post-surgical wound infections have been reported with implants we thought it would be prudent to report this incident.